Event description:
It was reported that the spring wire guide (swg) split into two pieces when it was removed after catheter insertion. There was no patient complications or delay in therapy reported. No intervention required. It was noted that this complaint was reported to the swedish medical products agency. Additional information received on (B)(6) 2010 from the intensive care unit nurse stated that the swg was broken during insertion. The patient outcome is still unknown. Further information received on (B)(6) 2010 indicated the swg split upon being withdrawn from the catheter. The nurse was unable to provide any further details of the event or outcome of the patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.